Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the doors not detected on bus. A field service engineer reinstalled patch cable to comm sled and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ cii safe es tower aux had a drawer failure.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.